Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. The manufacturing location for this product is (B)(4). This site is not registered with the FDA.

Event description:
It was reported that before use a bd discardit ii¿ syringe w/needle was found with the "syringes barrel scale marking not clear."there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: the customer return samples / photograph are not made available for investigation. Bd (B)(4) did not received any sample / photo from the customer facility for investigation. (B)(4) retention samples had been visually inspected, all samples found in ok condition. The complaint history for the lot# 17k0512 was reviewed and till date no complaint had been registered against the above lot for barrel printing defect. DHR was reviewed for the product test. The entire routing test for reported lot found within the specification limit. No discrepancy was reported and recorded in DHR in customer reported lot # 17k0512. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode.